Event description:
Customer reported the sys displayed a checksum error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the sys and replaced the cpu battery and reset the cmos. Sys operates as intended.